Manufacturer narrative:
(B) (4). This report is being submitted due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The patient experienced a 'needle poking' sensation. The patient was seen in clinic and was told the leads had broken. The patient had adjusted stimulation down as far as possible and was assisted by patient services to also decrease the pulse rate parameter. Revision surgery was scheduled for (B) (6) 2009. There was no known incident or accident related to the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.